Event description:
It was reported that the jack had malfunctioned. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.